Manufacturer narrative:
Device evaluation: 1 x zso-7-7 of lot # c1713428 was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. (Ref. Att. Pr313571_additional information.msg) this file is linked to pr313978 to capture user error for the device successfully placed during this event. Document review including IFU review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1713428 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1713428. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. It may be noted that from the additional information it is known that the device and the wire guide was not inspected prior to use, while this step should have been followed as per the IFU to inspect the device. It would not have caused the issue encountered and is not a usage error of the device, product manager has been notified as a precautionary measure. Product manager notified that the wire guide and the device was not inspected for damage prior to use. (Ref. Att. "Pr 313571_product manager notification"). Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician tried to finish this ercp procedure, the nurse were ready to insert zimmon biliary stent. But the wire didn't pass through the stent because of kinking of pigtail part(proximal part). Did any section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. Were there any adverse effects on the patient due to this occurrence? No. Please indicate where the device was stored prior to use. It was stored in their own cabinet. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Awg2-25-450 wire was used in this case. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. No. Was the wire guide inspected for damage prior to use? No. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? They used another zso-7-7.